Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell of the mask was deformed. The air cushion was filled with gas and then submerged in water and the air cushion was pressed by hand. No any bubbles (or leakages) were found. Based on the investigation performed, the reported complaint was confirmed. It was determined that the mask was pressed by out force during storage (or transportation) that caused the damage and the air leaked out naturally.

Event description:
The customer alleges the mask is deflated. The device was taken off the crash cart. No patient involvement.

Event description:
The customer alleges the mask is deflated. The device was taken off the crash cart. No patient involvement.